Event description:
As reported by the field clinical specialist, approximately 8 years post transfemoral tavr procedure with a 26 mm sapien 3 valve, the patient presented to the emergency room with dyspnea and heart failure after experiencing 3 weeks of hypoxia. Medical record review revealed motion degradation affecting leaflet mobility and assessment. Calcified leaflets were evident, but clear thickening or hypoattenuation along the leaflets themselves or the valve frame was not seen. The overall findings suggest bioprosthetic valve degeneration. The patient underwent a successful valve-in-valve procedure with a 26 mm sapien 3 ultra resilia valve. The approach was innominate, and the mean gradient was 4 mmhg by echo. The patient is stable.

Manufacturer narrative:
Addition to b.5.

Event description:
As reported by the field clinical specialist, approximately eight years post transfemoral tavr procedure with a 26 mm sapien 3 valve, the valve leaflets are thickened. Overall findings suggest bioprosthetic valve degeneration. The patient is being evaluated for a valve-in-valve procedure. Medical records received revealed thickened or calcified aortic valve tissue prosthesis.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate the patient's age and medications may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Addition to h:6 - clinical code.